Event description:
It was reported that, a tracheobronchial stent graft that was used during a procedure to seal off a bleeding graft in the forearm failed to deploy. The dr was not able to pull back on the y adapter. The dr removed the whole system. The stent graft was not able to be deployed on the table either. The dr had planned to deliver two stent grafts, overlapping them. The dr did not have anymore 7mm stent grafts left so he used 8mm stent grafts and completed the procedure successfully. There was no pt injury reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention of the manufacturing and inspection of this product and the product was found to have meet all specifications prior to shipment, the returned sample was evaluated. The safety clip was missing upon receipt of the sample. The tuohy borst adapter was opened and the sheath was elongated at the reinforcement. The stent was partially released 2 mm. The distal cap was flush with the distal stent end. The inner catheter protruded 13 mm from the tip. The tip was partially detached from the inner catheter proximally. During the performed function test the outer sheath tore off completely at the swivel nut and therefore the release of the stent was no longer possible. During the examination a full blockage of the system was found, resulting in the tear-off of the outer sheath. No deviations of the returned device were found. The cause of the blockage of the system could not be detyermined on the basis of the returned product and the info received. No images showing the pt's anatomy were available. The cause of the complaint could not be determined. This application represents an off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all alternative therapies have been exhausted. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.